Manufacturer narrative:
The ge healthcare service representative replaced the pressure sensor wiring harness to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
A ge healthcare service representative reported that during system checkout, the system reported a pressure failure alarm. There was no report of patient involvement.